Event description:
Severe bilateral hip pain, bilateral hip paresthesia. Info was rec'd on 06/15/06 from a health care provider about a male pt, age unknown, with a history of previously being treated with synvisc in both hips 3 years ago, who experienced severe bilateral hip pain and paresthesia. The pt began treatment with synvisc on an unknown date in 2006. The pt rec'd three injections into both hips. In 2006, six hrs after the third injection, the pt experienced bilateral severe hip pain and paresthesia. The pt was hospitalized on an unknown date. The physician assessed the causality of the adverse events as related to synvisc.